Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown plates: foot/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporters state: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a hardware removal for an unknown reason. The patient was implanted with an unknown variable angle locking compression plate (lcp) system for the foot on an unknown date. There was a surgical delay of 45 minutes. Patient and surgical outcome is unknown. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).